Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer. The clinical audit logs were reviewed, revealing technical inop alarms related to ECG lead issues were being generated starting at 08:38am and acknowledged in the patient room; however, the issue with the ECG leads was not fixed. Multiple reminder alerts were generated and, at 09:07am, a technical inop alarm for no pulse was generated, followed by a yellow alarm. The invasive blood pressure measurement became intermittent and the monitor detected signal noise and no pulse, which interrupted the blood pressure measurement. Around 09:15am all technical alarms, noise issue, and ECG fault alarms were resolved, after which time red alarms for tachycardia and fibrillation were generated. The lack of audible physiological alarms prior to the cardiac arrest was related to the technical issues for ECG, blood pressure, and respiration. The reported problem was not confirmed. Information was provided to the customer to address the issue.

Event description:
Philips received a complaint on the intellivue mx750 patient monitor indicating that the alarms were not working prior to the patient's cardiac arrest.